Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. A partial lead was returned in two segments for analysis. Final analysis found external insulation abrasion breaching the optim sheath at 8.5-8.8 cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion breaching the optim sheath was noted at 12.0¿13.2 cm from the distal tip, consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.